Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient suffered from fracture of the distal radius. Patient was implanted with va lcp 2 column drp2.4 volar narrow plate and six va locking screws on (B)(6) 2013. When surgeon was inserting the most distal screw while using a guide block, the va lcp would not lock. Surgeon inserted the screw located in the second line of the distal side and decided there were no problems and the procedure was completed. Surgeon checked x-ray images, and found that the most distal screw penetrated the plate. This report is for an unknown locking screw. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Surgeon inserted a total of six screws as follows: 04.210.114s ,lot 7918191; 04.210.112s, lot 8100666; 04.210.116s, lot 8159846; and three 04.210.118s from lots 8047598, 8137213, and 8163386. The screw that penetrated the plate was not identified.